Manufacturer narrative:
H10. Additional information- g2, h6 health effect - impact code & medical device problem code. H3. Investigation results-there is no reported device malfunction in the operative report. The bone fracture is most likely due to procedure or patient conditions such as osteoporosis or osteopenia or other condition related to morbid obesity; however, it is not known with the information provided. Preoperative x-rays showed no abnormalities. The fracture did not require fixation. In the IFU states that unintended bone fractures are a device specific risk.; and that as part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6)- 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm. (B)(6)- 02-012-60-1425 - logic stem ext 14mm x 25mm. (B)(6)- 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6)- 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. (B)(6)- 200-07-29 - advanced patella 29m 3 peg implant.

Event description:
It was reported via a legal notification, that a patient, underwent an initial right total knee replacement surgery on (B)(6) 2020 due to osteoarthritis. The patient underwent revision surgery of her right knee (B)(6) 2021, approximately 1 year 9 months post initial procedure. Complications -there was a stem tibial component in place. On extraction of the tibial component there was fracture of the proximal medial tibia. This did not extend distally. There is no violation of the medial retinaculum or medial collateral ligament. The tibial extractor was applied and on backslapping the tibial component, there was noted to be removal of the tibial tray however the medial proximal tibia remained attached to the trachea and there was fracture. The proximal lateral tibia with the tibial tubercle remained intact. There is no extension of the fracture distally. It did not require any fracture fixation but instead use of a press-fit tibial sleeve with a long press-fit tibial stem was planned. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.